Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent an abdominal hernia repair on (B)(6) 2015 and mesh was implanted. It was reported that on (B)(6) 2015, the doctor removed the mesh from the patient to stop the spread of a bacterial infection of the abdominal wall. It was reported that the tissue adjacent to the mesh was infected. No additional information was provided.